Event description:
Home patient reports cassette tubing of homechoice set used for automated peritoneal dialysis therapy was cut in half during treatment. Received "check patient line" in drain 3/7 during treatment on homechoice. Home patient sat up in his recliner and noted the hinge of his chair had cut the patient line of the cassette in half. Home patient discontinued treatment and restarted with new supplies. No home patient injury reported.